Manufacturer narrative:
Batch review performed on 10 june 2026: lot. 1900417: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-apr-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 5 years and 11 months from primary. The surgeon performed a washout and revised the right 11mm s4 insert to a same size insert. The surgery was completed successfully.